Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheters 8 (cat8s). During the procedure, while attempting to insert a cat8 into a non-penumbra sheath, the physician experienced resistance, subsequently the tip of the cat8 became kinked; therefore, the cat8 and sheath were removed. The procedure was completed using a new cat8 and another non-penumbra sheath. There was no report of an adverse effect to the patient.